Manufacturer narrative:
One device was received. Device was visually and functionally tested but the reported issue was unable to be replicated. The root cause of the event was unable to be identified because no problem was observed in the device (the flow rate lied within the product specifications). Therefore, the device was not repaired. The device passed all functional tests with no problem.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a discrepancy occurred between the remaining quantity and the displayed quantity during an infusion at the facility. A patient was involved, but no harm or adverse event was reported.